Manufacturer narrative:
Manufacturers ref# (B)(4) g4) similar to device marketed under 510(k)/PMA: k233680. Investigation is still in progress this report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Description of event according to initial reporter: initial filter implantation in 2023 through the latest follow-up in 2026. The filter has progressively deteriorated, including: fracture of the device with detached struts migration of one strut into the retroperitoneum migration of one strut into the heart penetration of two struts into the vertebral bodies. Gradual tilting and fracture of inferior vena cava (ivc) filter demonstrated over time including embolization of filter limb to right ventricle, penetration of multiple limbs beyond the ivc, fracture and migration of one limb in proximity to the right renal pelvis (does not appear to be intravascular), erosion/embedding of filter in adjacent vertebral bodies (anterior), including local periostial reaction with thickeneing and cyst formation. Patient outcome: recurrent episodes of urinary tract infection (uti), recurrent and intermittent back and flank pain (right side)